Event description:
It was reported that the right ventricular (rv) lead was exhibiting loss of capture, requiring adjustment to the ventricular sensitivity settings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing failure. Ventricular paces were dropping out of the atrial sense-ventricular pace pattern and was confirmed numerous times via holter monitoring. Ventricular sensitivity was changed and the device remains in use. No patient complications have been reported as a result of this event.